Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by transferring the patient to another device. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to emit x-ray. Review of the system log file showed that there was no connection to power inverter. To resolve this issue, the fse replaced the power inverter. The defective point was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The same issue reoccurred again after few days where the fse replaced xsc certeray. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.